Event description:
It was reported that this right ventricular (rv) lead exhibited low out-of-range pace impedance measurements less than 200 ohms. The rv lead remains in service. No adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).